Event description:
It was reported that the wire and stent (B)(4) coiled in the renal pelvis. A left ureteral stent was attempted. Under fluoroscopy as the wire was being removed the stent appeared to be bending and pleating over the wire. At this time the stent but was not disengaged from the wire. Several attempts were made to pull the wire out of the stent, and it would not disengage. Ultimately the wire and stent were removed through the penis. The wire appeared to have been embedded and engaged halfway through the stent., the stent was then cut. Another attempt was made to thread a wire through this stent using a hydrophilic wire but unfortunately the tip of the remaining stent was in the bladder and had already disengaged the ureteral orifice. The cystoscope was then replaced and it was noted the process of removing the stent had caused considerable swelling and edema around the left ureteral orifice which was also bleeding. The patient was admitted to observation and had at placement of a percutaneous nephrostomy tube.